Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to intermittent noise after a true atrial event and prior to a true ventricular sensed event was observed. The lead was capped and replaced. The patient was stable post-procedure.